Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device log indicated failed analysis was found to occur due to the device not recognizing a failed impedance at that time. The device log showed several cable ID changes between pad types, as well as pad on/off entries. The device log suggests that there may have been poor coupling between the patient, pads, adapter, mfc connector, and or device. The device and returned multifunction cable and adapter were found to pass all testing, including analyzer testing, and final testing. No trend is associated with reports of this type

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.